Event description:
The pump was returned for investigation. Investigation revealed the text on the display screen was dim with a red hue. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 04/02/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/02/2015 with the following findings: investigation revealed the text on the display screen was dim with a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).